Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the procedure. The treatment was completed by using another system. The philips field service engineer (fse) inspected the system onsite and identified that there was a power failure error in the system. Upon troubleshooting actions, fse identified that the fuse was blown due to the power surge from the hospital mains. Because of the burned fuse, power cannot flow through the ups, and the system was run on the ups battery. Fse replaced the blown fuse and tried to turn on the system, but the fuse was blown again which occurs if ups gets damaged. A review of the system logfile found that the azurion switches to ups power. The defective parts were the ups 1phase data integrity controller sp, and it was concluded that the failed component was power supply due to the short and caught fire when connected to power. The cause of the ups 1phase data integrity battery sp failure could not be conclusively determined by the supplier's part analysis. Fse replaced the fuse and ups controller and proactively replaced the ups battery. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error indicating a power failure occurred. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.